Event description:
Customer reports to have received excessive lost sensor alarms. When customer attempted to change sensor, she found that the electrode was missing and is not sure if it is still in her body. Customer's blood glucose at time of call was 268 mg/dl. Customer states she will visit her health care professional to verify if electrode is in her body. No further information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.